Manufacturer narrative:
Overall investigation summary: a complaint was received on optivantage injector 844005 serial number (B)(6) alleging that there was a presence of air bubbles when reading images. There were no adverse impacts for any of the patients related to this complaint. Per customer request, guerbet service was dispatched to the site and evaluated the injector. Service found no alarms nor any other issue during the evaluation. The injector was fully functional and compliant. Guerbet's complaint tracking system was reviewed and showed no related complaint activity for this device. Impact assessment summary: no injury to the patient/user reported imdrf codes: b01, c23, c19, d11, d14. Root / probable cause code. Process/methods - inadequate/incorrect procedure. Root / probable cause summary: refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit returned to customer use.

Event description:
This case was reported by a facility in france on (B)(6) 2024. Customer states that there was the presence of air bubbles when reading images.